Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer controller issue. A field service engineer replaced the module controller, reseated the retractor band and replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had failed drawer and displayed a read-write error. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.